Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. It is unknown if the patient was connected at the time or when the alarm occurred. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical services representative assisted the patient in clearing the alarm and ending therapy. The patient disposed of the supplies. It is unknown how the patient would complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.